Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow up report will be submitted.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) melted the light bulb housing. It is unknown under what circumstance this event occurred; however, no patient injury or surgical delay was reported.

Event description:
N/a.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis - evaluation confirmed that the lamp housing had melted. Additionally, the unit was due for power supply upgrade. As a result, the power supply was upgraded, the lamp socket and lamp were replaced. The unit passed all service and repair testing. Root cause analysis: the reported complaint was confirmed. The xenon lightsource was received in used condition with melt damage to the bulb housing. This was likely due to the need for a power supply upgrade and preventative maintenance.